Manufacturer narrative:
This incident is being reported in an abundance of caution. The reporter alleges the concentrator caused a fire while turned off. The user suffered smoke inhalation upon returning home and entering the premises. The user received breathing treatments and supplemental oxygen at a doctors office. Multiple attempts have been made to obtain pictures, the fire report, and a return of the device. At this time none of these items have been obtained from the reporter. Further attempts to obtain this information is ongoing. If further information becomes available the record will be updated. The device was over 4 years old at the time of this incident which is past the 3-year service life. The reporter stated the device has not been serviced in the 3 years it has been in her home. The underlying cause of the fire couldn't be determined.

Event description:
The reporter alleged the concentrator was on fire and smoke was emanating from the apartment.

Event description:
The reporter alleged the concentrator was on fire and smoke was emanating from the apartment.

Manufacturer narrative:
The device was returned for further investigation. The devices printed circuit board was tested and found to have no error codes present indicating the device was most likely functioning as intended at the time of the incident. The evaluation concluded based on a visual observation and functional testing that the incident most likely resulted from an external fire event and the concentrator didn't cause or contribute to the event.